Manufacturer narrative:
Other: compression fracture. This part is not approved for use in the united states; however a like device catalog # 54840006555, 510k # k091974 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l4-l5. On an unknown date, post-op, during follow-up observation, compression fracture was confirmed at l5. Loosening of the implanted screw was also noted. A posterior fusion for extending fusion at l3-s2ai was planned to be performed on (B)(6) 2019; however, it is unknown if the revision surgery was actually performed or not.